Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is an off label usage of the device, on (B)(6) 2025. It was indicated that the patient rubbed/bumped/laid on the transmitter, which is misuse of the device. On (B)(6) 2025, the pediatric patient was vomiting. It is unknown what the cgm was displaying during this time and the patient's parent did not provide the patient any treatment to alleviate the symptoms and no finger stick reading was taken. The patient's parent took the patient to the hospital and could not remember the cgm or bg readings there only that there was a discrepancy in the valuse that were approximately 30-50 points different. At the hospital, the patient was treated with IV fluidsv ia syringe by a nurse. The patient was in the hospital for approximately 5 hours. At the time of the report, the patient was doing okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. It has been reported that there was a difference in readings of 30 and 50 points. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.